Event description:
It was reported that the device had a power on/up issues on both battery and ac wall power. The product fault occurred during set up, and it was an out of box failure. There was no patient involvement. The device evaluation found that the device produced a communication module intermittent connection alarm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the tamper seal to be missing, the pump was in new condition and the pogo insulators were not installed. The communication module was noted to be in good condition. A review of the event history log revealed a battery state faulty alarm, and a couple communication module intermittent connection alarms. Functional testing produced a communication module intermittent connection message. It was determined that the issue points to a depleted battery module. The communication module was charged to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. The exact cause of the communication failure has not been determined. While the failure occurred upon power up, the error is known to possibly occur during infusion. Therefore, this has been reviewed as a reportable event. The device will be evaluated by research and development.